Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an unknown procedure the vapr premiere50 electrode -ea didn¿t run. The complaint device was received and evaluated. Visual inspections revealed there was no anomalies noted. Upon testing, output shorted error was shown (ablate) and for coagulate was beeping and ¿160¿ was blinking. Therefore, the device was sent to supplier for further evaluation.the complaint can be confirmed. Supplier evaluation result for vapr premiere50 electrode -ea: the device has not been returned in its original packaging. The active tip of the device did not show signs of any obvious activation but did show some signs of dried saline on the active tip. The device cable, handle and plug appeared undamaged. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active return), the active continuity test failed, and the rest of the parameters passed. The device was functional testing using vapr vue generator, the test included different values as a setting during ablate and coagulation mode (maximum, minimum settings, available waveform, in related at the additional continuity test) during the continuity test did not show activation for 5 seconds and then intermittent activation with output short error and rechecked the active continuity readings. Only when the active continuity passed and the rest of the parameters too. Supplier summary: the device as presented showed no active continuity. This confirms the initial customer complaint. The break in continuity has historically been located across the electrical crimp. The device did not activate on cut or coag modes initially. However, after a period, the device activated with intermittent activation, along with electrical shorts. Further activation resulted in the device activating as normal. The active continuity measurements were checked again, and found to be within device specification. A CAPA investigation cap-was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the vapr premiere50 electrode -ea didn¿t run. No patient consequence and no surgical delay was reported. No additional information was provided.